Event description:
Facility was using the senorx mark cel-u-gel "c" shaped clips to mark breast biopsy sites. Four of these patients were noted to have a foreign body granuloma form around the "c" clip within 18 1/2 weeks. Two of the cases had the "c" explanted and the pathologic tests confirmed granuloma was present. Facility decided to no longer to continue use of these marking devices.